Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a leak of the bellows in excess of 4.5 lpm causing a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
The customer declined ge service repair.